Event description:
Boston scientific received information that this right atrial lead exhibited high pacing thresholds at a regular follow-up visit in clinic. At that time the physician decided to electively revise the patient's lead. Subsequently, just prior to revision, the patient mentioned to the attending boston scientific field representative that they had recently tripped and fell in their home several days prior. Just prior to the revision, the lead was examined under fluoroscopy and found to have dislodged. At that time, the physician repositioned the lead without consequence to the patient. It was further noted that the patient primarily sensed on their atrial channel and there were no instances of noise on stored events. Following the revision, lead diagnostics were determined to be suitable. No additional adverse patient effects were reported. This device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.